Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Image resolution poor is related to procedural conditions associated with difficulties visualizing the clip due to imaging quality. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, 5 cm central gap, and enlarged atrium. A triclip xtw was inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. A second triclip xtw was then inserted, positioned, next to first clip, and grasping was performed. However, tr reduction was not optimal. A decision was made to reposition the clip to a more central to the jet location. However, difficulties visualizing the clip occurred, and after repositioning the clip, the clip became caught on the anterior-posterior papillary muscle. Troubleshooting was performed, but the clip was unable to be removed. Therefore, the clip was implanted where it was stuck, attached to both leaflets, reducing tr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure.